Event description:
It was reported that the pump time was incorrect, not due to issue with pump. Customer reported a blood glucose level of 549 mg/dl. School nurse assisted customer with changing to a new cartridge and delivering a correction bolus via pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.